Manufacturer narrative:
The investigation determined that a non-repeatable falsely elevated vitros trop I es result was predicted from a patient sample processed on the vitros eci system. Vitros tropi es precision testing demonstrated the vitros eci system was operating as expected. There was no evidence found to suggest an analyzer or reagent malfunction contributed to the higher than expected results. The investigation could not confirm the sample involved had been centrifuged in accordance with the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed as a contributing factor. A definitive root cause for the event could not be determined.

Event description:
The customer observed a non-repeatable falsely elevated vitros tropi es result from a patient sample processed on a vitros eci immunodiagnostic system. A vitros tropi es result of 2.34 ng/ml vs. A correct result of <0.012 ng/ml was predicted. The falsely elevated vitros tropi es result was detected and not reported from the laboratory. However, a biased result of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation patient harm. (B)(4).